Event description:
As reported by the user facility: brief inquiry description defective tubing detailed inquiry description patient noted to be hypotensive on the monitor. Went into the room to titrate her levophed up and assess patient when I noticed fluid dripping from the pump. Clamped the line to the patient, opened the pump door and the line was literally sliced in pieces from the green clamp that holds the tubing in the pump. Myself nor any of the other nurses had gone in to open/adjust the levophed since it had been hung by me at 1030 this morning.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400655519. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.